Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the core product to fix the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to the start of a surgical procedure, the customer reported to technical service engineer (tse) that the system would not power on. The customer then verified that the cable was seated on the socket. After that, tse had the customer perform another hard power cycle by switching the breaker to off position for ten seconds and then switch the breaker to on position, but the issue was not resolved. The procedure was aborted to another dv system with no reported injury.